Manufacturer narrative:
The reported event of failure to remove lead from header was not confirmed. The device with battery voltage above elective replacement indicator (eri) was returned for analysis. Electrical, mechanical and longevity testing were normal with no anomalies found.

Event description:
Related manufacturer reference numbers: 2017865-2021-39383, 2017865-2021-40243. New information received notes that the pacemaker (pm) is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. During right ventricular (rv) lead revision procedure, it was found that the atrial lead failed to be disconnected from the pm header. The atrial lead was pulled out from the pm header eventually. The pm and the rv lead was explanted and replaced. The atrial lead was used with the new generator and remained implanted. There were no patient consequences.